Manufacturer narrative:
Additional information from customer was received which identified the device manufacturing site and lot number. (B)(4)

Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and reported event cannot be confirmed by greatbatch. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor ((B)(4)) identified the root cause to be due to the design, fatigue loading, and wear. No further investigation is required. Complaint information and investigation provided by (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that while impacting the shell a spring shot out of the device and got stuck onto the shell. The doctor carefully detached the spring off of the shell. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.